Event description:
It was reported that device depicted on lv pli measurement out of range noted on the lvtip to rv coil vector. The impedance measurement was high. All other measurements were in range. Lead testing in the office revealed no obvious anomalies. Device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.